Event description:
The tech alleged that the bed has no power and that the power control board has fluid ingres. No injury reported.

Manufacturer narrative:
The tech replaced the power control board assembly to resolve the issue.